Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that the pump lost power and there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/06/2014 with the following findings: there was moisture evident behind the display lens. The battery cap was not returned with the pump so a test battery cap was used to complete the investigation. The test battery cap was able to fully tighten onto the pump and there was no observed damage to the battery compartment. The pump powered on with an audible tone, but there was no vibration and a blank display screen. No evidence of moisture ingress was found inside the battery compartment. The pump case was cracked in the upper right corner of the display area. A leak test confirmed that there was a pump case crack. Evidence of moisture contamination was found throughout the internal components of the pump.